Event description:
A surgeon reports that two years following intraocular lens (iol) implant surgery, a patient presents with bilateral glistenings and decreased visual acuity. Additional information, including patient status, has been requested. There are two manufacturer's device reports associated with this event.

Manufacturer narrative:
The product was not returned for evaluation; the device remains implanted. Product record and batch 032125 records were reviewed and documentation indicated the product met release criteria. There has been one similar complaint reported in the lot number. Additional information was requested 01/11/2008 and 01/14/2008 by phone, fax and mail. Patient records were received 01/11/2008. A completed questionnaire has not been returned. This report was mailed to FDA on: 02/07/2008.